Event description:
On (B)(6) 2020, a patient was undergoing an ablation procedure. The physician was applying vectors, then paused the procedure to allow anesthesia to intubate the patient. During intubation, the vector starting moving on its own. After about 10 seconds, the motions stopped. A review of the procedure logs determined that the key got stuck between 10:19:29.924 and 10:19:41.046, or ~12 seconds which equates to pressing the button 340 times. This would not have triggered the 30 second warning of a key being pressed down. 2 minutes later, normal vector movements were recorded. There was no injury to the patient. This incident gives the appearance that an object was set on the left arrow key for a short period of time, and then was removed, however the physician was not aware of anything being set on the keypad to cause this motion. Per the local representative, sometimes the keypad is placed behind the screen and likely was not seen by the physician.